Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000044117.

Event description:
It was reported that the patient was experiencing ineffective relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs lead's and ipg were explanted.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.